Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings. The reading was below 40 mg/dl when the blood glucose reading was 400 mg/dl. The customer had treated based on the sensor reading, causing the blood glucose to go high. The customer was advised on proper sensor insertion and calibration. The customer declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.